Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient receiving baclofen (2000 mcg/ml at 469.5 mcg/day) via an implanted pump. The indication for pump use was intractable spasticity. On (B)(6) 2017 it was reported that the patient was not getting sufficient therapeutic relief for spasticity. The reporter was not sure if a dye study was performed, but both healthcare professionals (hcps) had reason to believe that there were problems with the catheter and pump. It was asked but unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue and it was asked but unknown if any diagnostics and/or trouble shooting was performed. The device system was replaced. It was asked but unknown if any additional interventions and/or actions were taken prior to the device system replacement. The issue was resolved. The hcp had no further information. The patient status was reported as ¿alive: no injury¿. It was noted that the explanted devices would not be returned as they were discarded by the customer. No further complications were reported/anticipated.